Manufacturer narrative:
The unit was checked overall and run-in tested but no abnormality was discovered and the error was not duplicated. It was determined that software was faulty. Software version was reverted to software version 2.10. No parts were replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.

Event description:
The international customer sent the v60 vent to the international service center to revert v60 vent software version from 2.20 to 2.10. No malfunction was reported. The service technician as part of the unit evaluation, reviewed the diagnostic event log and identified occurrence of error code 100e (bower stalled). There was no patient involvement.